Event description:
This report is to advice of an event observed during analysis.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B) (4 )- failure (event) observed during analysis. No communication could be established using rf telemetry. Communication via inductive telemetry tested normal. The rf telemetry could not be properly initialized due to an anomaly within the rf module.